Event description:
Additional information was received (B)(6) 2021. The device was inserted via the right common femoral artery and was in place for 45 minutes. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
As reported, during an unknown procedure a flexor raabe guiding sheath broke. The device was inserted via the right common femoral artery and was in place for 45 minutes. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, drawing, manufacturing instructions, and quality control procedures and a visual inspection and dimensional verification of the device were conducted during the investigation. One kcfw-8.0-38-55-rb-raabe was returned for investigation with the check-flo separated. The cap inner diameter measured within specification. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. No gaps were identified in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the IFU further cautions, ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ based on the available information, cook has concluded that patient anatomy may have contributed to this device failure. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: cardiovacular cv coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure a flexor raabe guiding sheath broke. It is unknown how the procedure was completed. No adverse effects to the patient were reported. Additional information has been requested.